Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test properly. Device received with cracked case(battery tube), cracked battery tube threads and cracked keypad at select button. No missing retainer noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the retainer ring on the pump was missing. Customer had also sensor issue and declined to troubleshoot for sensors. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.